Event description:
Reporter alleged obtaining the results of hi (greater than 33.3 mmol/l) and hi on the mobile system compared back to back with the results of 6.0 mmol/l and 6.2 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter stated he took 10 units of insulin in between obtaining the results on the different meters systems. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus suspect device system used. Reference medwatch report with patient identifier (B)(6) for the mobile suspect device system used.